Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device locked on the cystic duct and would not open. Another device was pulled and clips were placed on either side of the device. The device was either pulled off or cut of the artery. There was no tissue damage. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Jaw/indicator the analysis results found that the (B)(4) device was returned with the right jaw ramp broken. In an attempt to replicate the reported incident, the device was functionally tested to detect any opening issues. Upon firing of the device, the remaining clips were ejected due to the returned condition of the jaws and then, the device locked out as intended but the orange indicator was visible at the 10th firing sequence thus, it over traveled. These findings are not related with the incident reported. It should be noted that an investigation has been initiated to address the potential root cause of broken jaw issues. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. A batch record review was performed and no anomalies were found during the manufacturing process.